Event description:
Customer reportedly obtained results of 309mg/dl and 132mg/dl within 10 minutes on the same device. Customer reports a second comparison where the device read 309mg/dl and 119mg/dl within 10 minutes on the same device. No action was taken based on the device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.